Event description:
It was reported that the patient has had a recurrent cellulitis of his incisions for last several weeks. Culture tests were negative but patient was admitted to the hospital. The patient's cellulitis was reported to be due to the presence of the patient's portacath, the vns was placed below pectoralis major muscle, which likely resulted in more motion and seroma that led to cellulitis. The cellulitis is only in the chest. No known surgical interventions have occurred to date. A review of device history records showed that the implanted generator was sterilized prior to distribution. All other quality tests also passed prior to distribution.